Event description:
Customer reported that after PICC insertion, piece of plastic from the introducer got stuck on the line after breaking away the introducer. No patient harm reported, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that after PICC insertion, piece of plastic from the introducer got stuck on the line after breaking away the introducer. No patient harm reported, no other information was provided.

Event description:
Customer reported that after PICC insertion, piece of plastic from the introducer got stuck on the line after breaking away the introducer. No patient harm reported, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.